Manufacturer narrative:
Film evaluation summary: no stent graft issues were seen, and the cause of the proximal type I endoleak could not be determined from the single image and limited clinical information provided.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was treated for a type ia endoleak at the initial procedure using aptus endoanchors. During deployment the endoanchor deformed. It was noted that the endoanchor perforated the fabric during the first stage of deployment but stretched and deformed during stage two. There were no further clinical events and it was decided to leave the endoanchor as it was. Seven aptus endoanchors were deployed and the endoleak was not completely resolved. The physician elected to complete the procedure and monitor the patient. The physician stated that the cause of the endoanchor deformation was device related. The physician stated that the cause of the proximal type I endoleak was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.